Manufacturer narrative:
This report is for an unknown constructs: plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: sohn, s. Et al. (2020), what factors predict patient dissatisfaction after contemporary medial opening-wedge high tibial osteotomy, the journal of arthroplasty, vol. 35, pages 318-324 (south korea). The purpose of this study is to identify risk factors for dissatisfaction in terms of patient and surgical factors following contemporary medial opening-wedge high tibial osteotomy (mowhto). From may 2013 to october 2016, a total of 140 patients underwent mowhto using the tomofix medial high tibial plate (depuy synthes, solothurn, switzerland). The mean age of the enrolled cohort was 56.4 ± 5.6 years (range 39-65) with 106 females and 34 males. The minimum follow-up of 2 years. The following complications were reported as follows: 24 patients were dissatisfied 2 years postop. 21 patients had hinge fractures. 1 patient had superficial surgical wound infection found in the dissatisfied group healed uneventfully. 2 patients had a reoperation because of deep infections. 1 patient had a reoperation because of correction loss. This report is for an unknown synthes tomofix medial high tibial plate (depuy synthes, solothurn, switzerland). A copy of the literature article is being submitted with this medwatch. This report is for one (1) unk, constructs: plate/screws. This is report 1 of 1 for (B)(4).